Manufacturer narrative:
Patient returned mss call on (B)(6) 2012 at 7:45 a.m. The patient confirmed that he manages his diabetes with oral medication (metformin 500mg, twice a day), diet and exercise. The patient confirmed that he continued his usual diabetes management despite not being able to test due to the alleged power issue. The patient reported treating himself with juice after developing the symptom of shaky. This complaint remains classified as an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was not powering on. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began sometime in (B)(6) 2012, at 7am. As part of the patient's diabetes regimen, the patient claimed he is on pills and diet/exercise; however at the time the alleged issue began, the patient denied taking any action regarding his diabetes regimen. The patient reported 2-3 days after the alleged issue began, he was experiencing symptoms of shaking and feeling dizzy; however, the patient, denied seeking medical treatment as a result of his alleged symptoms. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, there was no misused of the meter, the correct test strips were used, the power button turned on, as well as the meter turned on with the test strip insertion. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.